Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.473, lot: l539100, manufacturing site: hägendorf, release to warehouse date: october 30, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the device was received in disassembled condition. During the visual inspection of the inter-lock screwdriver, no breakage could be detected. The stationary part of the tip is strongly twisted in clockwise direction while the tip of the slider is intact with just slight wear marks. Investigation conclusion: the reported breakage cannot be confirmed. The evaluation has shown that the stationary tip of the inter-lock screwdriver is strongly deformed. Due to this damage, the device is not functional anymore and the complaint is confirmed. Our evaluation has shown that only the stationary tip is deformed, the tip of the slider is not deformed. This is a clear indication that the slider was not inserted into the screw recess as designed. Therefore the force during screw insertion was not distributed over both tips as required and the stationary tip did get deformed by a mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed customer quality (cq) evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the inter-lock screwdriver had a damaged tip. Another screwdriver was used to complete the procedure. There was no patient harm reported. This report is for one (1) inter-lock screwdriver combined t25/hexa. This is report 1 of 1 for complaint (B)(4).